Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found an issue with the vertical spring on the probe of the rinsing station which he corrected. He verified the sample and reagent probe adjustment and the tank rinsing levels. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium gen. 2 result from the cobas 8000 c702 module. The initial result was 2.87 mmol/l with a data flag. The repeat results were 1.96 mmol/l with a data flag and 2.85 mmol/l with a data flag. The questionable result was not reported outside of the laboratory.